Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The failure of this device is attributed to a short at the analog chip. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures on the node inside the analog integrated circuit. This ultimately caused the device to cease functioning. A CAPA was implemented. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced loss of lock. External equipment was exchanged, however, the issue was not resolved. Device revision surgery has been scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.